Event description:
It was reported that after an MRI, there was a motor stall and recovery. The motor stall recovery was at an unknown time later. Additionally, after the MRI, the patient¿s pump was unable to be read. It was said, multiple different locations, three different programmers and different locations were attempted without success. Also, the patient was draped with a lead apron to help with electromagnetic interference, without success. The patient reported there was difficulty with telemetry at previous refill as well. The patient later went to her health care provider office, where it was said that although initially there was difficulty, they were eventually able to connect. It was said the pump was working properly and there have been no issues since. The patient had no injury or consequences as a result of this event. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician product ID 8840, serial# unknown; product type programmer, physician. (B)(4).